Manufacturer narrative:
The device was returned and the following were found during the evaluation; instrument channel leak check required; distal end cover iurimensulation was cracked; insertion/tube requires to be reviewed; charging coupled device was repaired by the third party and it required review; light guide bundle was a non-olympus bundle, distal end plastic cover was a non-olympus cover; objective lens was 3rd party repair and it needs to be reviewed; light guide lens is a non olympuos and required a review; nozzle was a non-olympus; bending section cover or distal sheath rubber was a non-olympus; insertion tube was a non-olympus; light guide tube was a non-olympus tube, and the scope connector was a third party repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope, exhibited internal defects of channel. The issue occurred during procedure. The procedure was therapeutic and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus physical inspection was unable to find any object or debris inside the channel. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.